Manufacturer narrative:
Continuation of d10: product ID: tm91scs, serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated they were charging the ins for an hour this morning, and they saw a message on the handset; error "2019" - hold down the power button for 20 to 30 seconds to reset the recharger. The patient stated they want to 'see the reading'. Agent had a very difficult time hearing understanding the pt at times. Agent had pt close all applications and turn the recharger on to start ins charge - pt saw poor connection with middle number at 0. Agent reviewed information. Pt stated 'nothing is responding' and this is so frustrating. Agent had pt enter mystim app - pt successfully connected to the ins and saw communicator battery low '301'. Pt saw ins at 100% and communicator 15%. Agent had pt plug communicator to power and green light was flashing. Pt saw group c therapy off. Pt asked if the therapy has been off - agent reviewed information. Pt commented that this explains why they were having discomfort. The pt asked how long the implant battery will go - agent reviewed ins battery depletion is dependent on settings/usage of the ins. By the end of the call, communicator was 20% charging. The troubleshooting steps taken on the call resolved the reported issue. The pt was redirected to hcp to further address pt's therapy settings.